Event description:
It was reported that the patient had his device replaced due to fluid loss within the system. No patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).